Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.

Manufacturer narrative:
No samples were returned for investigation however the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. No product was returned.

Event description:
On (B)(6) 2013, the patient reported that insulin was leaking at her infusion site. She noticed that the self-adhesive of the infusion set was wet with insulin, she could smell the insulin, and she noticed her blood glucose level was elevated to 237 mg/dl. Her normal range is 130- 135 mg/dl. She was able to correct the elevated level after changing the infusion set and bolusing via her infusion device. The patient is not sure whether there is a leak in the infusion set or if it poor absorption causing the wetness at her infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.